Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the fenestrated bipolar forceps was advancing into the body but an unintended abnormal operation was performed (mainly upward). The procedure was completed with no reported injury using a backup instrument of the same kind.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Manual articulation of the input disks confirmed the instrument had lost intuitive motion functionality. The instrument was found to have a broken pitch cable at the distal clevis hub. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The version and build of the instrument does not contain a crimp the cables, therefore, no pieces were missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are few variables which can influence pitch cable failure. The instrument was unable to pass engagement when placed on an in-house system due to the broken cable. It is likely the instrument cable broke while installed on a system, causing the instrument to lose intuitive motion functionality. However, the intuitive motion failure could not be reproduced during in-house testing. No image or video clip for the reported event was available for review. A review of the device logs for the fenestrated bipolar forceps (part#: 471205-17 / lot/serial#: (B)(4) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on 20-jun-2022 via system serial#: (B)(4) for a prostatectomy - radical extraperitoneal without lymphadenectomy. There were 11 uses remaining after this last usage. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. The instrument was returned in a condition that did not allow testing to confirm whether or not the motion was related to the broken cable. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, and h2. Intuitive surgical, inc. (Isi) followed up with the clinical engineer from the site and obtained the following additional information: the instrument moved in an unintended direction and was not following the surgeon's directions. The user noted the issue occurred mainly in the upward movement. The abnormality was observed from the first test operation. A drape adapter was suspected to be the cause but there were no abnormalities found such as pinching or deformation. The same issue occurred when the instrument was installed on any of arm 1, 3, and 4. The clinical engineer verified the reported failure after the surgery was completed. The issue was persistent for at least six times in multiple arms and the instrument had to be replaced. There was no issue with other instruments. The drape was not exchanged at any time during the procedure since the customer decided it wasn't a drape issue. The drape used with the instrument was not available for return. No photographic images of the device(s) or a video recording of the procedure were available for isi to review.

Event description:
Refer to h10/h11 for follow-up information.